Event description:
It was reported that the physician noticed that something was wrong with the tubing of the inflatable penile prosthesis (ipp), when they opened the device. The doctor was not confident enough with the device so they opened a new one instead. There are no patient complications associated with this event. No more information is available at the moment, additional information was requested and will be provided as it becomes available. Additional information received. The prosthesis presented a hole.

Event description:
It was reported that the physician noticed that something was wrong with the tubing of the inflatable penile prosthesis (ipp), when they opened the device. The doctor was not confident enough with the device so they opened a new one instead. There are no patient complications associated with this event. No more information is available at the moment, additional information was requested and will be provided as it becomes available. Additional information received. The prosthesis presented a hole.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was not confirmed via product analysis. Product analysis did not confirm any reported device issue or problem, but did indicate a failure during pump functional testing that was unrelated to the reported events. The product record review indicated that the product met all specifications prior to shipment from bsc and the reported events do not represent a new or unanticipated event. Based on the results of this investigation, no escalation to ncep, CAPA or scar is required. If further information is received at a later date, the product investigation will be reopened to address the additional information.